Event description:
On (B)(6) 2022 this female peritoneal dialysis (pd) patient contacted fresenius technical support for assistance in canceling a treatment due to not feeling well. Upon follow-up, the patient reported taking antibiotics. The patient¿s pd effluent culture was reportedly negative for growth. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2022 due to abdominal pain and cloudy pd effluent. The patient was admitted for the symptoms and a pd effluent culture was obtained. Peritonitis was suspected. The patient was administered intraperitoneal (ip) antibiotics with cephalexin 1g (frequency and duration unknown). The pd effluent culture resulted positive for citrobacter koseri and the white blood cell count was 20,000 (unknown units). The patient was confirmed with peritonitis diagnosis. The patient was showing improvement and discharged to home on (B)(6) 2022. The cause of the peritonitis was attributed to a breach in aseptic technique caused by a report of the patient line becoming disconnected at the connection to the pd catheter extension set during treatment. The patient did not complete hand hygiene prior to re-connecting the line. The patient has recovered from the peritonitis event.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) utilizing the liberty cycler set and the patient event of peritonitis with hospitalization. Additionally, there is a possible causal relationship between the peritonitis and use of the liberty cycler set as the pdrn reported the cause of the peritonitis was due to a breach in aseptic technique resulting from a disconnection of the patient line at the pd catheter extension set. However, there is no photograph or sample available for manufacturer evaluation. It cannot be confirmed if the patient correctly connected the patient line to the pd catheter extension set prior to the start of pd therapy or how the disconnect occurred. The stay safe catheter extension set label pouch insert warns users to ensure connections are secure prior to use. Furthermore, the liberty select user¿s guide also instructs the user to check that there is no loose or damaged tubing before beginning treatment. The patient decided to reconnect the tubing during the treatment and failed to use proper aseptic technique resulting in the peritonitis. The culture result of citrobacter supports this as the organism can be found in the upper aerodigestive tract of humans. (Salzer, 2018) although it cannot be confirmed if the disconnect was the exact cause of the peritonitis or if it was caused by incorrect connection by the patient, it is likely that the event caused or contributed to the infection. Therefore, the liberty cycler set cannot be excluded as causing or contributing to the peritonitis event.

Manufacturer narrative:
Additional information: h6 health effect - clinical code.

Event description:
On (B)(6) 2022 this female peritoneal dialysis (pd) patient contacted fresenius technical support for assistance in canceling a treatment due to not feeling well. Upon follow-up, the patient reported taking antibiotics. The patient¿s pd effluent culture was reportedly negative for growth. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2022 due to abdominal pain and cloudy pd effluent. The patient was admitted for the symptoms and a pd effluent culture was obtained. Peritonitis was suspected. The patient was administered intraperitoneal (ip) antibiotics with cephalexin 1g (frequency and duration unknown). The pd effluent culture resulted positive for citrobacter koseri and the white blood cell count was 20,000 (unknown units). The patient was confirmed with peritonitis diagnosis. The patient was showing improvement and discharged to home on (B)(6) 2022. The cause of the peritonitis was attributed to a breach in aseptic technique caused by a report of the patient line becoming disconnected at the connection to the pd catheter extension set during treatment. The patient did not complete hand hygiene prior to re-connecting the line. The patient has recovered from the peritonitis event.

Manufacturer narrative:
Plant investigation: plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
On (B)(6) 2022 this female peritoneal dialysis (pd) patient contacted fresenius technical support for assistance in canceling a treatment due to not feeling well. Upon follow-up, the patient reported taking antibiotics. The patient¿s pd effluent culture was reportedly negative for growth. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2022 due to abdominal pain and cloudy pd effluent. The patient was admitted for the symptoms and a pd effluent culture was obtained. Peritonitis was suspected. The patient was administered intraperitoneal (ip) antibiotics with cephalexin 1g (frequency and duration unknown). The pd effluent culture resulted positive for citrobacter koseri and the white blood cell count was 20,000 (unknown units). The patient was confirmed with peritonitis diagnosis. The patient was showing improvement and discharged to home on (B)(6) 2022. The cause of the peritonitis was attributed to a breach in aseptic technique caused by a report of the patient line becoming disconnected at the connection to the pd catheter extension set during treatment. The patient did not complete hand hygiene prior to re-connecting the line. The patient has recovered from the peritonitis event.